Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. On (B)(6) 2019, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The patient was also given an ungrounded power module patient cable. Additional information was requested, but was not provided.

Manufacturer narrative:
Although the reported pump stoppages and low-speed events were confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured pump stop events on 13jann2019 at 6:48 am and 15jan2019 at 5:53 am. Low-speed events were captured on 12jan2019 between 10:21 pm and 11:06 pm, 13jan2019 between 4:06 am and 8:00 am, and 15jan2019 between 12:30 am and 5:53 am. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 19.5 inches segment of driveline replaced by technical services was returned for evaluation. No clamshell repair was performed to prior damage. The driveline revealed a cut in the white silicone jacket 1.5-3 inches from the controller connector. The driveline revealed a cut in the white silicone jacket 1.5-3 inches from the controller connector. Examination of the driveline found moderate shield breakdown approximately 2.5 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.